Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-17 h6: investigation summary four used samples model 2202-0007 were returned for investigation. The received sets contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Two unused samples model 2202-0007 were returned with the used samples for investigation. Prior to functional testing the sets were visually examined for defects and abnormalities. Kinks were found in the used tubing sets and massaged out. No other defects or abnormalities were observed. The unused sets were attached to a bag filled with blue dye water and allowed to prime. The samples primed as expected. All sets were then were then attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The samples showed a much slower flow rate than expected and were unable to prime in a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review for model 2202-0007 lot number 20115719 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that as lvp 20d 1.2m had flow issues. This occurred on 6 occasions. The following information was provided by the initial reporter: flow issues will be the defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20115719. Medical device expiration date: 2023-11-04. Device manufacture date: 2020-11-04. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 1.2m had flow issues. This occurred on 6 occasions. The following information was provided by the initial reporter: flow issues will be the defect.